Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the motor does not run smoothly. Further, the resistance value of the keypad of the hand control set and the protective earth resistance of the motor cable were out of range. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the device is one possible root cause of the defective motor. However, given the information provided, we cannot determine a definitive root cause for the same, along with the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/27/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service and maintenance, it was determined that the micro tornado hp w handcontrol device failed electrical safety test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.